Event description:
It was reported that, "dr. (B)(6) was revising an acdf when he had to remove the reflex hybrid 26mm 2 level plate. When using the revision driver / draw rod part # 48511906b to remove the 4.0 x 14 mm variable self tapping screw part # 48694014 the draw rod tip broke off in the head of the screw."

Manufacturer narrative:
Method: complaint history analysis, mfg record review, visual inspection and risk assessment. Results: complaint history analysis. Fifty six previous records relating to draw rod tip deformations on the reflex-hybrid revision driver were the result of user-error i.e. Over-annulation of the draw rod when connected to screw and insufficient depth of screwing between draw rod and screw. Mfg record review. No discrepancies noted. Visual inspection. The broken fragment was present with the cruciform of the returned reflex-hybrid 4x14mm variable angle self tapping screw. Conclusion: the threaded tip of the returned reflex-hybrid 4x14mm variable angle self tapping screw. Conclusion: the threaded tip of the returned reflex-hybrid revision driver draw rod screw extractor was confirmed to be broken. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft".